Manufacturer narrative:
Based on the information provided, the valve leaked during flushing during the procedure, the valve began leaking a small amount of blood. It was unclear how much blood was leaking, but it was estimated to be approximately 30-50ml no adverse effect was reported. The zenith device has completed design control requirements demonstrating that the device meets the predetermined requirements and that the requirements meet the needs of the user specifically, hemostatic valve leakage testing has been conducted. The instructions for use contains the indications for use, warnings and precautions and appropriate method of use for this device specifically, it states "endovascular stent grafting is a surgical procedure, and blood loss from various causes may occur, infrequently requiring intervention (including transfusion) to prevent adverse outcomes it is important to monitor blood loss from the hemostatic valve throughout the procedure, but is specifically relevant during and after manipulation of the gray positioner after the gray positioner has been removed, if blood loss is excessive, consider placing an uninflated molding balloon or an introduction system dilator within the valve, restricting flow". Captor valve assemblies are 100% quality control inspected for leakage. The work order was reviewed, and nothing of note was observed. There is no evidence to suggest the product was not manufactured to current specifications. The returned device was evaluated on 22 may 2015. The ins valve was functional. There were two tears in the webbing. The valve was leak tested with a syringe and tap water. Leakage was confirmed with a dilator in place with high pressure applied. There was no leakage observed without a dilator in place. The appropriate internal personnel have been notified. We will continue to monitor for similar events.

Event description:
An evar procedure was being performed on a (B)(6) male pt. When flushing the hemostatic valve, it leaked. During the procedure the valve began leaking a small amount of blood. It was unclear how much blood was leaking, but it was estimated to be 30-50 cl maybe. A dose of 5000 ie of heparin was given during the procedure. The pt did not require any additional procedure due to this occurence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.